Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain, chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bleeding menstrual heavy, urinary tract infection, vaginal discharge, fatigue, weight increased, menorrhagia, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bleeding menstrual heavy, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, perforation, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased and menorrhagia to be related to essure (ess205). The reporter commented: received treatment for urinary tract infection ,vaginal discharge. Essure not removed. No removal planned. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines headaches. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, urinary tract infection, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, perforation, urinary tract infection, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: received treatment for urinary tract infection ,vaginal discharge. Essure not removed. No removal planned. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test -bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - previously reported event ¿injury¿ was replaced by new specific events: perforation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), urinary tract infection, vaginal discharge, fatigue, weight gain. Essure was not removed. No removal planned. Essure indication and insertion date, patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.